Event description:
In 2005--pt began suffering severe pain and swelling during her pregnancy. Directly after her c section, her umbilical/abdominal hernia was repaired using a bard kugel patch. The pt hospitalized for five days after her surgery, during which pt developed pain and redness and re-evaluated with cat scan. Cat scan revealed collection underneath the skin in the umbilical area where the kugel mesh was placed. The following month -- pt seen again due to infection - treated with antibiotics. Sixteen days later -- pt re-admitted and had a drainage procedure done due to continuous fevers and infections of the kugel patch. A drainage catheter placed. The following month -- pt admitted with diagnosis of excision of the abdominal abscess. Kugel mesh patch was removed due to infection and being crinkled. Mesh determined to be positive for staph aureus. Pt discharged after several days. In 2006 -- pt underwent add'l laparoscopic hernia repair with implant of recalled bard composix kugel mesh. In 2008 -- pt admitted and underwent laparoscopy with removal of the old mesh, lysis of adhesions. Composix kugel mesh patch found to be "quite adhered to surrounding tissue and had a good size wrinkle in it." The pt has suffered and will continue to suffer physical pain, mental anguish, and depression.

Manufacturer narrative:
We have contacted the initial reporter to request add'l info and to request return of the device for eval. This MDR includes all pt's event, and device info davol has received to date. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. Info related to the recalled composix kugel mesh implanted in 2006 will be reported.